Event description:
Paramedics responded to a person in full cardiac arrest. The device was connected to the patient with ECG electrodes and patient cable and diagnosed as in ventricular fibrillation. The operator charged the device's paddles to administer three stacked shocks. According to the reporter, the device delivered one countershock but would not subsequently deliver energy because the device lost power when it began to charge. The patient's rhythm converted to asystole. CPR and drugs were administered but the patient's rhythm did not convert to a stockable rhythm. The patient was transported to the hospital and their outcome is unknown.